Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the customer reported downstream occlusion alarm it won't continue after pressing ok which was reproduced. A review of the event history log identified downstream occlusion alarm it won't continue after pressing ok. The cause was determined to be out of specification force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had downstream occlusion alarm it would not continue after pressing ok. There was no known patient injury or medical intervention associated with this event. No additional information is available.